Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt has two model 3186 leads from the same lot. It was reported the pt has been experiencing uncomfortable stimulation after falling down multiple times. X-rays were taken and revealed the pt's leads migrated. Surgical intervention is planned for a later date to address the issue.